Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages during the load process. Reportedly, the cartridge was filled with 200 units of insulin. Additionally, the customer reported that air was not being properly removed from the cartridge. The customer's blood glucose level was reported to be 300 mg/dl, and was addressed with an insulin pen. The customer was able to load a new cartridge successfully.